Event description:
A (B)(6) female pt called zoll customer support to report that one of her batteries was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reportable problem (battery not charging was confirmed). Upon investigation, the battery would not charge and was showing a battery fault. A supplemental report will be submitted upon completion of a root cause analysis by the battery supplier. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.